Manufacturer narrative:
H10: the actual sample was not returned; however, photographs of the sample were provided for evaluation. Visual inspection by naked eye was performed and noted a damaged cassette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was hole in the top right corner of the sheeting of a homechoice automated pd set with cassette. This was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.